Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; full lead analyzed. The helix extends and retracts within the product specifications.

Event description:
It was reported that an implanter had difficulty extending the helix on the lead. The lead was not implanted. No complications have been reported as a result of this event.